Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2024- 04751 device 3 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 7 infusion set cannula bent on (B)(6) 2024 after 3 hours of insertion. Insertion site was abdomen, thigh/hip area. The glucose level was 373 mg/dl for 1, 2 infusion sets 250 - 260 mg/dl, and patient did not remembered the details of other ones. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.